Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a single chamber implantable cardioverter defibrillator system extraction due to pocket tenderness. During the use of ultrasound, vegetations were noted on the right ventricular lead. The system was explanted and not replaced. A future re-implant on the patient's right-hand side was planned.

Manufacturer narrative:
A partial lead was returned in three pieces measuring 13.5, 31.5 and 6.5 cm respectively. No anomalies were found. Without return of the entire lead, a complete analysis could not be performed.